Event description:
As the surgeon opened a mayo scissor to stretch an incision bigger to pull the specimen out, the scissor came apart and part of the mayo scissor broke in half, leaving half in the pt. The broken piece was removed from the pt by surgeon, as well as the screw. The scissor was inspected, and all pieces were accounted for. An x-ray was obtained that said there was nothing left inside of the pt.